Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the lot number initially reported on MFR# 2951238-2017-00573. A visual inspection on the received condition of the a22253c (lot# 16006p02l001) found the wire and needle at the distal tip broken off and missing. A microscope inspection revealed the wire that connects to both the gray insulated resection posts at the distal end was broken with sharp edges. The insulation posts were noted to be intact with no indication of damage or charring. The exact cause of the reported event could not be conclusively determined as the concomitant devices were not returned for testing. However, based on the evaluation results and similar events related to hf resection electrodes the most probable cause of the reported event can be attributed to mechanical overload by the application of excessive force and improper handling.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The OEM performed a review of the device history records (DHR) for the concerned device which revealed no abnormalities/non-conformities. However, if additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that two pieces from the a22253c detached and fell into the patient¿s urethra during a procedure. The two pieces were retrieved from the patient successfully. A second a22253c was used to complete the procedure. No patient injury was reported.